Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. It was discovered that ventricular noise was being sensed on the implantable cardioverter-defibrillator resulting in inappropriate tachy detection. The patient was intubated while the noise was being detected. Programming changes were made. The patient was in stable condition.